Manufacturer narrative:
A visual inspection was performed and found contamination due to penetrated fluid on the battery contacts causing a power interruption. Therefore, it was not possible to turn the meter on. The visual inspection of the printed circuit board also found contamination due to residues of fluid ingress (e.g. Leaked battery acid, cleaning solution, etc). Per product labeling, "ensure that no liquid enters the meter. If moisture enters the meter, it may cause malfunction of the instrument." The detected contamination can lead to the alleged error of a faint display.

Event description:
There was a complaint of questionable inr results due to a faint display for one patient tested with a coaguchek xs pro meter. The result from the meter was 2.5 inr, but the display is very faint. The customer ran a display check and the 8¿s are very faint and extremely hard to see. The customer pressed the m button and could see no results. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Occupation is a patient/consumer. The meter was requested for investigation.